Manufacturer narrative:
Device or lot code not provided to manufacturer for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Health care facility reported that a pt had a PICC line in place that was covered with a tegaderm chg dressing. During a dressing change, the gel pad "melted around" the catheter, making it difficult to remove, which caused the PICC line to be pulled entirely from the pt's arm. The catheter was not removed in response to a skin reaction. The nurse stated that the line was stuck to the gel pad. No further medical treatment was needed.